Event description:
The customer reported obtaining erroneously elevated monocytes (mo%) results involving a coulter act 5diff cap pierce (cp). The customer indicated that the incident occurred on the first run after the instrument had been sitting idle for some time. The customer stated that repeat results on the same instrument generated lower mo results which were considered correct. Per laboratory protocol, the customer reruns all instrument flagged results and send all flagged sample results to a reference laboratory for confirmation. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Instrument printouts provided by the customer indicated that the sample also recovered lower neutrophil (ne%) in addition to higher mo% on the initial run. Beckman coulter field service engineer (fse) was dispatched and replaced valves 4, 5 and 8 which resolved the issue. As preventive maintenance, the fse also bleached the diff fix reagent line and replaced the diff reagent. Failure mode was determined to be valves 4, 5 and 8 and issue was resolved following replacement of valves.

Manufacturer narrative:
Valve 4 is the flow cell sample supply which opens pathway from the diff bath to the flow cell. Valve 5 is flow cell sample injector; it opens waste path for diff syringe. Valve 8 is the fix syringe flow that controls input/output of fix syringe.